Event description:
During an atrial fibrillation procedure, the needle pierced the sheath. The needle and the sheath were exchanged, and the procedure was completed with no adverse patient health consequences.